Event description:
Device complication: none. Time of complication: 6 days post-procedure and 13 days post-procedure. Symptoms: r-sided facial weakness, drooling, left sided chest pain. It was reported that at an additional visit in 2006 the pt experienced right-sided facial weakness and left sided chest pain. The pt was hospitalized, treated with sublingual nitroglycerin, and the condition was resolved by the same day. The pt did not keep his 1-month appointment. The pt's son was reached the next month and stated that the pt expired a week after event. The cause of death was not reported.